Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; h2; h3; h4; h6 and h11 e1-address: (B)(6). The device was returned to olympus for inspection and the reported failure not confirmed. A root cause could not be identified. Based on the results of the investigation, there was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a white balance issue during set up / inspection for use. There were no reports of patient harm.